Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned to the lab due to patient death. Visual inspection when received revealed tool marks on the shield. Preliminary analysis showed the battery was at elective replacement indicator (eri) with a telemetered value of 2.74 volts. A functional test confirmed the eri battery with a telemetered value of 2.482 volts. Calculations based on implant parameters indicate that the device had not met its 99.9% longevity. The confirmed high current drain was the result of an anomaly on the l368 integrated circuit (ic). The anomaly on the l368 ic also caused distortion to the atrial pacing output. An electrical over stress damaged n-channel transistor (n1) was the cause for the report. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was returned to the manufacturer from an unknown source with no information. The device subsequently tested out of specification during the manufacture's analysis. Information identified in the manufacture database indicated that the patient is deceased.